Manufacturer narrative:
(B)(4). This ipg serial number was included in a field advisory.

Event description:
It was reported the patients' ipg was inoperable. As a result, surgical intervention was undertaken during which time the device was explanted and replaced with an updated model. Effective therapy was achieved postoperatively. The issue is resolved.